Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to user overloas. Enhancements to the design have been implemented to improve the strength and reliability of this device.

Event description:
Hex angles on the screwdriver tips have become rounded and will not tighten screws. This event did not cause any adverse consequence to the pt or surgical delay.